Event description:
(B)(4). Same case as 2134265-2009-04097. The patient was enrolled in (B)(6) 2008. A type ii lesion was identified in the right carotid artery. The reference vessel diameter was 5.0mm and the lesion length was 9mm with 90% stenosis measured by nascet. The target vessel was severely tortuosity with 1+ calcium present. Thrombus, ulceration, dissection or pseudo-aneurysm was not present. A non bsc cerebral protection device was used during the procedure. A carotid wallstent monorail stent with a diameter of 7.0 mm and length of 30 mm was delivered and successfully placed at the intended site. Pta was performed with an ultrasoft balloon catheter. Heart rhythm stimulant and atropine 1.0mg was administered during the procedure. Residual stenosis was estimated at 0-29%. Perioperatively a transient ischemic attack (tia) was reported and resolved without residual effects. The carotid wallstent was found to be patent with a residual stenosis of 0%. One month follow up visit in (B)(6) 2008, follow up assessment found the subject to be asymptomatic with no changes since last visit. Carotid wallstent patency was not assessed. Follow up assessments for six and twelve month visit was not documented.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could net be performed. The most probable root cause is considered anticipated procedural complication, this complaint is due to a known physiological effect of the procedure noted within the directions for use.(B)(4): product unavailable for analysis.